Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd¿ general use sterile hypodermic needle there was an issue with foreign matter. It was stated ¿when the doctor removed the needle from the patient¿s knee she noticed the white material on the needle. It appears to be part of the substance that is connecting the needle to the hub.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a photo was received for evaluation by one our quality engineers. The photo shows an epoxy splatter on the shaft of the cannula therefore failure mode is verified. DHR review: unable to complete without a batch number. Investigation results: based on the attached photo, there is an epoxy splatter on the shaft of the cannula. Possible root cause: the rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula. Corrective / preventative action: here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.